Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated power-on reset parameters were present. A power on reset (por) occurred on 2014-(B)(6). Patient was exposed to radiation therapy.

Event description:
It was reported that the implantable pulse generator (ipg) experienced a power on reset (por) and it was questioned whether the longevity estimate was accurate. It was noted that the patient was undergoing radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.